Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing led to inhibition of pacing. The lead was successfully reprogrammed. The patient was stable and asymptomatic.